Event description:
Consumer reports inaccurate readings when comparing to the way they feel. Readings were high (400) followed by a reading of 80. Analysis run on clarke error grid using mean average (240) as ref. Points vs. Bd reading. Data points fell into the "c" zone of the grid. Reading in the unacceptable ranges.